Manufacturer narrative:
The following items were provided by the customer for complaint investigation: five used list# mc330472, 60" (152 cm) appx 1.4 ml, pur yellow smallbore ext set w/microclave¿ clear, 1.2 micron filter, clamp, luer lock (2 of them were connected to each other). One used unknown, 120ml IV bag connected to an unknown, infusion set with filter. One used unknown, infusion set with filter. One used unknown, bd 1ml syringe connected to an unknown, extension set with filter. As received, there was no physical damage and no anomalies on the samples. The five samples were tested as per procedure and leaks through the filter vent in 3 out 5 samples were confirmed. No additional leaks was observed. The complaint of leakage can be confirmed. The probable cause is typical due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found in h6 health effect - impact code and e3 - initial reporter occupation.

Manufacturer narrative:
The device has been received for evaluation and investigation is underway but is not yet complete.

Event description:
The event occurred on unspecified dates between 02-dec-2024 and 13-jan-2025 and involved a 60" (152 cm) appx 1.4 ml, pur yellow smallbore ext set w/microclave¿ clear, 1.2 micron filter, clamp, luer lock. The customer reported that the device was leaking lipids. There was patient involvement, a delay in therapy due to changing or having to remove the drip altogether but harm was not reported as a consequence of this event.